Event description:
Teenage patient with medtronic synchromed implanted pump delivering baclofen, morphine and clonidine presented with symptoms of acute withdrawal. Pump required surgical replacement. The connection between the 40-degree-angle connector and the pump was found to contain "blackish", particulate matter which was aspirated and sent to pathology. The manufacturer's rep was present and observing. A new sutureless connector and pump were placed.